Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2019-11054, 3006705815-2019-03746. It was reported that the scs system was not working, in turn patient¿s ipg and one of the leads were replaced. Additional information received that the ipg was inoperable. It is unknown which lead was liable so both leads are reported.